Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3986a, lot# lc4430, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, serial# unknown, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4). Analysis of the lead (lc4430) found a breach of the mio of the outer insulation of the body.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted. No further information was provided.